Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Per the customer's pacemaker warranty validation and lead registration, product performance issue - capped. On february 20, 2018 the following additional information was received: did the event involve the patient? Yes what is the age, sex, and weight of the patient? (B)(6); sex m, weight unknown. Is the device available for evaluation? No, the lead remains capped in the patient's body.

Manufacturer narrative:
Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. A review of permanent pacing lead final inspection document, for this device indicates that the lead is checked 100% for electrical function. Instructions for use (IFU) indicate possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Note: the ligature sleeve on a silicone lead may slightly stick to the lead body. To release the pressure, turn and pull the sleeve body slightly back and forth. To prevent damage to the lead insulation and coil, the suture at the vein exit should not be too tight. Extreme care should be taken not to inadvertently damage the lead insulation during the pulse generator pocket closure. Monitor the patient's electrocardiogram continuously. If a lead dislodges, it usually occurs during the immediate postoperative period. The lead was in use for treatment for over 20 years prior to being capped and abandoned. As the lead was capped, it was not returned for analysis. As a result, the allegations against this lead cannot be confirmed and a root cause of the failure could not be determined. This lead is no longer manufactured by oscor. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. The event will be re-evaluated if additional information becomes available. No further follow-up is required. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information and clarification was received indicating that the patient's pacemaker (model 1290 / serial (B)(4)) was experiencing normal battery depletion. During the surgical intervention/ explant of that device, it was indicated there was no capture at a high voltage in the ra lead (model zy 44 pjusbv / serial # (B)(4)). Since the lead was an old lead, it was capped and abandoned within the patient. It was confirmed that the no capturing issue was first detected on (B)(6) 2018 when the physician moved the lead during the replacement battery/pacemaker implant procedure. No adverse patient effects or extended hospitalization as a result of the issue with the ra lead were reported.